Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurement of 5 volts at 0.4 milli seconds or 3v at 1ms. Device was reprogrammed to 4.5v at 1ms. Additional information received from the field which indicated that the patient has experienced cold along with heart racing and sought medical treatment. Medical evaluation was done and found out that patient had pericardial effusion and pericardiocentesis was performed. Physician stated that the rv lead looked fine and not convinced that there was a lead perforation. Subsequently, this rv lead was surgically revised, explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurement of 5 volts at 0.4 milli seconds or 3v at 1ms. Device was reprogrammed to 4.5v at 1ms. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e0629 and device code a1301. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurement of 5 volts at 0.4 milli seconds or 3v at 1ms. The r-wave amplitudes had also changed. The pacing output was reprogrammed to 4.5v at 1ms. Additional information received from the field which indicated that the patient has experienced a cold along with heart racing and sought medical treatment. Medical evaluation was done and found out that patient had pericardial effusion and pericardiocentesis was performed. Physician stated that the rv lead looked fine and was not convinced that there was a lead perforation. Subsequently, this rv lead was surgically revised, explanted and replaced. No additional adverse patient effects were reported.